Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a raised bump of the skin that was sore to touch, which was alleged to be caused by a detached sensor wire in the body. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother consulted the general practitioner regarding possible retained sensor wire who referred patient's mother to accident and emergency (a&e) department. The a&e department performed a scan where a shadow was seen. Based on the scan results, patient's mother requested surgery with a "numbing injection", but no sensor wire was found. Doctors advised raised bump was likely to be an inflamed nerve from the sensor insertion into the abdomen. At the time of contact, the patient was in stable condition. No additional event or patient information is available. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined.